Event description:
It was reported that during a follow up with this patient the cardiac resynchronization therapy defibrillator (crt-d) did not deliver anti-tachycardia pacing (atp) or shock for a ventricular tachycardia (vt) found to be at 160bpm. The event was further reviewed and found the ventricular rate fluctuated significantly and possibly dropped below a rate of 150bpm, out of the programmed vt zone. Additional data surrounding the event was unable to be retrieved, so the patient is scheduled for follow up. This crt-d remains in service. No adverse patient effects were reported.